Event description:
In 2009, the facility's physics department informed accuray field service engineering that the total targeting error test results determined by monthly end to end testing conducted in 2009, were out of specification.

Manufacturer narrative:
Accuray is investigating this issue with the user facility and will provide results when available.